Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient stated he had a left knee surgery on (B)(6) 2020 (apprx) with stryker implants and was revised on (B)(6) 2021 due to cracked implant. Patient stated this is his 7th left knee surgery but is unsure if previous ones are stryker implants. Patient stated that he is now experiencing his knee cap going to the side when he walks which makes him want to trip. Patient is not sure if his 2021 implants are stryker implants. This report is for his 2021 revision due to cracked implant.

Event description:
Patient stated he had a left knee surgery on (B)(6) 2020 (apprx) with stryker implants and was revised on (B)(6) 2021 due to cracked implant. Patient stated this is his 7th left knee surgery but is unsure if previous ones are stryker implants. Patient stated that he is now experiencing his knee cap going to the side when he walks which makes him want to trip. Patient is not sure if his 2021 implants are stryker implants. This report is for his 2021 revision due to cracked implant.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a duracon stem was reported. The event was confirmed via medical review. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: "a review of medical records with a clinical consultant indicated "I can confirm that this event took place since I was able to review the operation reports and one lateral xray showing the disassociation of the stem from the distal femoral component. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of failure due to breakage is multifactorial, including surgical technique factors including cementing technique, patient factors such as bmi and activity level and implant factors, including proper assembly." -device history review: review of the product history records indicate the devices were manufactured and accepted into final stock with no reported relevant discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusion: it was reported patient was revised due to disassociation of the femoral component from the stem. A review of medical records with a clinical consultant indicated "I can confirm that this event took place since I was able to review the operation reports and one lateral xray showing the disassociation of the stem from the distal femoral component. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of failure due to breakage is multifactorial, including surgical technique factors including cementing technique, patient factors such as bmi and activity level and implant factors, including proper assembly. No further investigation is possible at this time. Should more information become available the complaint will be reopened.